Event description:
During the evaluation, it was discovered that an additional sample was sent for evaluation, that had not previously been reproted by the customer to the international affiliate. The evaluation was performed, and the sample was found to have a 2 mm hole in the silicon tubing. There was no pt injury or medical intervention reported during use of this sample according to the international affiliate.